Event description:
The customer reported a false reactive architect havab - igg result for a sample. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): on (B)(6) 2022 sid (B)(6) : initial havab igg result: 10.01 s/co (reactive), repeat result: 0.07 s/co nonreactive. On (B)(6) 2022 sid (B)(6) : diasorin lx a-hav result: 2.49 index (negative) there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number: 6c29 that has a similar product distributed in the us, list number: 6l27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive architect havab-igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any related trends for the complaint issue. The overall performance of architect havab igg reagents in the field was reviewed using data gathered from customers worldwide. Standard deviation to cutoff and median values for the negative population are within the established limits for the complaint lot number and shows to be comparable to the historical assay performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history record was reviewed and did not identify any non-conformances or deviations associated with lot number 34256be00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect havab igg reagent lot 34256be00 was identified. Updated: d4 - lot no: initial: unknown / new: 34256be00.